Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump was not alarming no delivery. The customer's blood glucose was 406 mg/dl at the time of incident. The customer's blood glucose was 307 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump to deliver insulin. The customer stated that she ate a doughnut and her blood glucose went high. The customer stated that the insulin did exit during fixed prime. The customer performed high pressure test and the insulin pump did alarm no delivery. The insulin pump will not be returned for analysis.